Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected no delivery alarm. Blood glucose value was 443 mg/dl at the time of the incident. The customer was not hospitalized but did experience nausea symptoms. Troubleshooting was performed and the customer did not allege the insulin pump was under-delivering. The customer was transferred to helpline. Nothing will be replaced or returned